Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, damaged packaging is observed. Further evaluation was performed, the packaging was opened incorrectly causing the incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Based on our investigation, a root cause related to the manufacturing process could not be identified.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse 305826 packaging was damaged. The following information was provided by the initial reporter translated from portuguese to english: "I represent the technovigilance and pharmacovigilance sector at hospital. We had 02 complaints about the disposable needle 13 x 0.40 w/ safety lock, where the packaging is damaged because the lock has a tip where it pierces the packaging layer making it impossible to use since the manufacturer recommends using it if the packaging is intact."